Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the healthcare professional¿s experience with the device? Was there any difficulty in firing the device? Was the device fired across an existing staple line? What is meant by the third staple had not closed properly? How were the open spikes identified in the gut? Did the surgeon check the washer to confirm a complete transection? Were the donuts inspected? If so, please describe. Why was a permanent colostomy performed versus oversewing and completing a temporary loop ileostomy? What is the current patient status? Will the device be returning?

Event description:
It was reported that during a low anterior resection and formation of a temporary loop ileostomy to remove a cancerous tumor while performing the anastomosis of the rectal stump with the descending colon, following successful removal of the cancer, the stapler malfunctioned. Initially the malfunction of the stapler was not picked up by the surgeon until checking the anastomotic joint revealed a significant amount of escaped air. It is stated that exploration identified that a third staple had not closed properly and the spikes could be felt in the lumen of the gut. As a consequence, a permanent colostomy was fashioned (instead of a temporary loop ileostomy). The scarring which resulted is more extensive and the recovery prolonged.

Manufacturer narrative:
(B)(4). After review, it has been determined this is a duplicate report of 3005075853-2017-01938.